Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the pump was sitting on the bathroom counter while she was in the shower. Customer confirmed that the pump was not in the shower, but there was humidity in the bathroom. Customer stated that there was no visible moisture in the pump's screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer declined to return the insulin pump. No further assistance needed.

Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was found on the keypad traces, electronics, motor, battery tube, or vibrator assembly. No unlocked keypad connector was noted during the visual inspection. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip.